Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed multiple "system error 345 - thermistor disparity" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed system error 345 (thermistor disparity) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a service history review was performed and identified the device has been previously serviced with the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.